Event description:
It was initially reported that during a da vinci-assisted during surgical procedure, the endowrist stapler 45 instrument clamped and fired but when the stapler was unclamped, it was noted that the tissue was not fully cut and some of the staples were not fully formed. This allegedly resulted in a small hematoma. The instrument was successfully removed and the surgery was completed as planned. On 14-dec-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during a da vinci-assisted during pulmonary lobectomy procedure, an endowrist stapler 45 instrument clamped and fired successfully upon the first use of the instrument with a green reload on lung tissue. The instrument jaws successfully unclamped and the surgeon found that the tissue was not fully cut and that some of the staples were not fully formed. This allegedly resulted in forming a small hematoma (specific size and specific location was unknown) on lung tissue for which no unplanned medical intervention was required as the surgeon believed that the, ¿hematoma would absorb on its own.¿ there was no additional or unexpected bleeding or any intra-operative complications. There were no known or reported system errors. There were no instrument collisions and no obstructions were visible between the instrument jaws. The surgeon applied a backup endowrist stapler 30 and completed the procedure robotically. There was no patient injury. The patient was discharged home and is reported as doing well. There were no reports of post-operative complications.

Manufacturer narrative:
Intuitive surgical, inc (is) has received the stapler associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint "the stapler was clamped and it fired. When it unclamped the tissue was not fully cut and some of the staplers were not fully formed." Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The stapler was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. The test sheet was inspected and there were no malformed staples observed. The knife cut though the test sheet cleanly without any issues. A review of remote logs showed no firing failures. Additional findings not reported by site: the instrument was found to have a low rom homing failure during initialization based on log review but was not replicated during in-house testing. Root cause of failure during initialization is not determinable/applicable. The instrument was found to have repeated clamping failures based on log review and during in-house testing. The shim test was performed and failed to clamp on all orientations (straight, pitch, and yaw). Shim test failure indicates less than adequate clamp performance. Root cause of clamping failure is not determinable/applicable. A review of the instrument logs was performed for a procedure on (B)(6) 2020 on system sk0150. While all other reusable instruments used in the case have not been used in subsequent procedures at this time, a site history search shows no complaints filed against the instruments. The stapler 45 instrument used in the procedure had 14 of 50 uses remaining. System error log review was conducted on 15-dec-2020 for a procedure on (B)(6) 2020 on system sk0150. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. An isi advanced failure analysis (afa) engineer conducted a stapler log review and results were as follows: the endowrist stapler 45 instrument (part # 470298-14, and lot t10191107-0018 was installed 3 times but only fired once. The first install was with a green reload, and after two incomplete clamps, the 3rd clamp attempt was successful and the subsequent firing was completed per the logs. The second install with a green reload resulted in a low rom homing failure so the instrument never actually went into following inside the patient. Upon the third install with a green reload, the homing passed but there were six incomplete clamps in six clamp attempts and no firing was ever attempted due to inability to complete a clamp. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted during pulmonary lobectomy procedure, an endowrist stapler 45 instrument clamped and fired successfully upon the first use of the instrument with a green reload on lung tissue. The instrument jaws successfully unclamped and the surgeon found that the tissue was not fully cut and that some of the staples were not fully formed. This allegedly resulted in forming a small hematoma on lung tissue for which no unplanned medical intervention was required. The surgeon applied a backup endowrist stapler 30 and completed the procedure robotically. At this time the root cause of the reported failure mode and intraoperative complication is unknown. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture.